Event description:
Patient reported infusion set separated at the luer lock connection while he was asleep. He experienced elevated blood glucose of 300 mg/dl. Patient's normal blood glucose range is 80-140 mg/dl. He felt extremely thirsty. Patient addressed the issue by changing the infusion set tubing and administering a bolus. His blood glucose returned to 130 mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.